Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error and noted that the device intermittently powered on to the error and the hard drive was reimaged and the software reloaded to resolve. It was additionally noted that the system fan was intermittently noisy and the tabs on the power cord bay door were broken. Both were replaced to resolve. (B)(4).

Event description:
It was reported that the programmer generated an error. The programmer was returned for service and was immediately placed into storage at that time. The programmer has now been pulled from storage for repair so that it can be returned for use in the field. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.